Manufacturer narrative:
(B)(4). The device was manufactured in october 2013. The device was not returned for evaluation. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unspecified alarms occurred during use on the homechoice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.